Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The target lesion located in the very tortuous and calcified mid left anterior descending (lad) artery was accessed through the right femoral artery (rfa). A non-bsc 7french guide catheter was advanced along with a non-bsc guide wire to the lesion site. The vessel was then pre-dilated with an apex 2.5x12mm balloon. Next a taxus liberte" 3.0x20mm stent was advanced and deployed at 12atms for 50 seconds. When attempting to remove the delivery balloon, the stent was "sticky" and the physician had trouble removing it. Attempts to pull back were made without success. The guide catheter was then deep seeded and the delivery balloon inflated to 8atms. The balloon was then removed and withdrawn outside the patient. No patient complications were reported and the patient status is reported as "ok".

Manufacturer narrative:
Age at time of event: early (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).